Manufacturer narrative:
Results: returned samples were evaluated of the incident, no photos were returned. The returned samples did not show the defect as ¿stopper popoff¿. Water fill testing was conducted on the customer samples and ¿stopper popoff¿ was not observed. The DHR was reviewed and no issues were found. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the samples. UDI #: (B)(4).

Event description:
It was reported that the stoppers were coming off the 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes inside the pneumatic tube system. No injury or medical intervention.